Manufacturer narrative:
The investigation of the arm associated with this complaint is underway and the root cause is not currently known.

Event description:
A professional customer reported that during a rescue attempt, the arm unit unexpectedly stopped delivering chest compressions. The device's warning and service indicator lights began flashing. The customer subsequently powered the unit off; however, they were unable to power the unit back on.

Manufacturer narrative:
Upon return, the device underwent bench testing and evaluation, during which the arm did not perform a home assessment or extend its piston. External inspection showed no evidence of severe structural damage; however, internal inspection identified a degraded motor connector consistent with overheating. Based on the evaluation findings, the reported issue was attributed to the degraded motor connector.